Event description:
The customer's mother reports back to back results of 230 vs. 110 mg/dl and 180 vs. 70 mg/dl. The customer ate peanut butter based upon the symptoms and bg results. No report of an adverse event. Controls were not run. Return requested and replacement was sent.